Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening during the establishing final arm angle (efaa) step. The returned device analysis could not replicate the reported difficult to remove (anatomy) and improper or incorrect procedure or method (failure to follow steps / instructions) as these were related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user deviating from the instructions for use (IFU) by repositioning the clip after the lock line was removed. A cause for the reported unintended movement (clip open-efaa) could not be determined. The reported difficult to remove (anatomy) and the resultant tissue injury during attempts to free the clip were related to procedural conditions. The reported patient effect of tissue damage (which is unspecified tissue injury) is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is a result of case specific circumstances as another clip was implanted to treat the tissue damage (leaflet flail). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This report is being filed since the mitraclip opened while locked and caught the chordae, resulting in leaflet injury. Patient ID: (B)(6). It was reported that on (B)(6) 2021, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4+ with enlarged left atrium, chordal rupture and p2 flail. The first mitraclip was successfully implanted. A second mitraclip obtained a good grasp with satisfactory mr reduction. During the deployment process, the lock lines had already been unraveled and ready to be pulled when the physician decided to change the clip position and re-positioned the clip. Following, the clip was unable to pass final arm angle (faa). It was decided to remove this clip. During removal, the clip caught the chordae. Standard troubleshooting was performed, freeing the clip, however, a leaflet flail was then noted. As treatment for the flail and to further reduce mr, a third mitraclip was used and implanted. The mr had been reduced to grade 1-2 and grade 2+. Reportedly, the issue with the second clip occurred as the physician had already started the deployment process on the first deployment attempt, prior to re-positioning. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided regarding this issue.